Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported pulmonary embolism, right ventricular failure, and patient outcome could not be conclusively determined during this evaluation. A cause for these events could also not be determined. The account reported that the patient expired due to pulmonary emboli and right heart failure. The device operated as intended and the death was not considered to be related to the device. The patient expired on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ this IFU lists the adverse events that may be associated with the use of heartmate 3 lvas, including right heart failure, venous thromboembolism, arterial non-central nervous system thromboembolism, and death. Section 6 ¿patient care and management¿ states that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. It also lists typical treatment options. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Thromboembolism is also listed as a potential late postimplant complication in this section. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to a pulmonary emboli and rv failure. The patient's death was not considered to be device related. The device operated as expected.